Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. The customer¿s blood glucose (bg) was 144 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available.